Manufacturer narrative:
(B)(4). Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had leak and smelled insulin. The customer reported that the insulin residuals in reservoir compartment. The customer¿s blood glucose level was 219 mg/dl. Customer stated that filled reservoir last night and woke up with reservoir was showing empty. Customer stated that there was damaged to reservoir compartment opening and threads was missing. Customer stated that reservoir was still able to lock in place. The device will not be returned for analysis.